Event description:
It was reported that the closure device became detached from the core wire during deployment. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and it became detached from the core wire. The physician screwed the closure device back onto the core wire of the wds and then recaptured the device. The wds was then removed from the patient. The procedure was ended with no closure device implanted in the patient. There were no patient complications that were reported to have occurred as a result of this event.

Event description:
It was reported that the closure device became detached from the core wire during deployment. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and it became detached from the core wire. The physician screwed the closure device back onto the core wire of the wds and then recaptured the device. The wds was then removed from the patient. The procedure was ended with no closure device implanted in the patient. There were no patient complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
A2 date of birth, age at time of event, and unit of measure - age updated.